Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours their blood glucose level had rose to 330 mg/dl. In addition the patient reports that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.